Event description:
Baxter (B)(6) received a report of a basal/bolus infusor with entangled coiled tubing that was observed during filling. The device was filled with an unknown volume of saline solution. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of entangled coiled tubing was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Five turns were noted on the coil tubing. The unit was manually filled to the nominal fill volume with water. During and after fill, no evidence of entanglement was noted on the coil tubing. The device was allowed to flow until emptied. During flow, no evidence tangled coil tubing was observed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.